Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the insertion tube was crystallized. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the gastrointestinal videoscope had tissue glue stuck in the tube. The issue occurred during a diagnostic gastroscope procedure. It was noted tha the procedure was successfully completed using the same set of equipment. There were no reports of patient harm.